Event description:
It was reported that there was a connection issue between the heater bag and heater line of a homechoice automated pd set with cassette. This occurred while the patient was connected and during process step of fill three of four of peritoneal dialysis therapy. It was observed that the heater bag had separated from the heater line. The technical service representative assisted the patient with ending the therapy session and draining the remaining fluid using a continuous ambulatory peritoneal dialysis drainbag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. A functional pressure test was performed with no leak noted. A pull test was performed with no separation noted. The union between the heater bag and the heater line was tested and no deficiency was observed. Additionally simulated use testing was performed on a cycler machine with satisfactory results. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.